Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions, back light anomaly, frozen screen, rewind anomaly, or insulin flow blocked alarm noted during testing. Device was received with a cracked case near the corner of the belt clip rails on the battery compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blotches on the screen and could not see screen well. Customer stated that the insulin pump had unexplained random no delivery alarms. Insulin pump was lost settings and seizing. Insulin pump was louder to rewind. Insulin pump battery life was diminished. Insulin pump had unknown alarms. Backlight of insulin pump was lost its brightness. No harm requiring medical intervention was reported. The device will not be returned for analysis.